Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported that an extra blurry spot (half moon shape in the bottom left corner), and the entire view appeared blurry. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).